Manufacturer narrative:
(B)(4). Date sent: 2/25/2025, d4 batch #: c9d903. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with nose cone slightly separate from the mid housing. In addition, the mount was noted to be loose. Due to the condition of the handpiece, no instrument could be attached to the handpiece for testing. Therefore, no functional testing could be performed. The handpiece was disassembled to verify the condition of the internal components, and no anomalies were found. It is possible that the condition of the nose cone contributed to the issue reported. No conclusion can be made as to why the nose cone got separated. A manufacturing record evaluation was performed for the finished device batch c9d903, and no non-conformances were identified.

Event description:
It was reported that during a lap gastrectomy an abnormal sound was detected. Changed to another device to continue the surgery. There was no patient consequence reported.